Event description:
A nurse reported that a scratch was observed on the intraocular lens (iol) after insertion. The damaged iol was removed and the incision was enlarged to allow placement of a larger lens.

Event description:
Add'l info supplied by a nurse at the user facility indicated the pt outcome was good. The pt's visual acuity (va) prior to intraocular lens (iol) implantation was 20/80 (5/9/2001). The pt's va after iol implantation was 20/20 (7/3/01).